Event description:
Related manufacturer reference number: 2017865-2021-13065 new information received noted that the device was explanted and replaced on (B)(6) 2021 due to the previous noise over-sensing issue causing inappropriate anti-tachycardia pacing. The device was also removed due the it being on the advisory list. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced inappropriate anti-tachycardia pacing therapy due to their implantable cardioverter defibrillator over-sensing. Programming changes were recommended to a healthcare provider. No patient condition was reported.